Manufacturer narrative:
Records indicate this crt-p was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.